Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that they need an MRI of their breast so they went to have the ins and lead explanted 3 weeks ago (the patient thinks the explant procedure date was (B)(6) 2025). The patient stated that the surgeon broke off the lead wire during the explant procedure, so there was still about 3 inches of the lead left in the patient's body. The patient asked if they could still get an MRI of their breast with the lead fragment. Agent reviewed lead fragment criteria for fully body MRI eligibility and redirected the patient to their healthcare provider (hcp) for further assistance. The patient said they meet with their surgeon tomorrow.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-41 (lot: va045g3); product type: 0200-lead; implant date (B)(6) 2013; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3889-41 lot# va045g3 serial# implanted: (B)(6) 2013 explanted: product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-dec-15 additional information was received from the patient. They stated that the cause of the lead break during explant was determined, but they didn't provide any additional information. They stated that they weren't sure how much of the lead was left behind. The surgeon told them that it would be a major surgery to have the lead removed. The lead was to their pudendal nerve. They did not indicate if this issue was resolved.